Manufacturer narrative:
On april 28, 2022, the mentor failure analysis lab received the device for evaluation. Mentor became aware that the suspect medical devices were implanted for primary breast augmentation. Mentor also became aware that the patient suffered bilateral breast pain and bilateral capsular contractures (baker grade unknown). The patient underwent bilateral capsulotomy and subtotal capsulectomy. The right was removed intact and the left was ruptured. Reason for device explant and/or reoperation: breast pain, capsular contracture. On may 12, 2022, the product investigation was completed. Device investigation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection. Visual analysis of the returned sample revealed that the smooth hpg, 500cc breast implant was found to be ruptured. The evaluation determined that the cause of the rupture is the trauma experienced. Rupture can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. Trauma is a known inherent risk of the gel-filled mammary prosthesis. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsules, and effusion to pathology for examination. It should be noted that as part of the mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: material rupture after trauma. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent breast prosthesis implantation procedure with two 500cc mentor memorygel breast implants. Post-operatively, the patient was involved in a motor accident. The patient suffered a left breast implant rupture and a displaced and deformed right breast. As a result, the patient underwent bilateral breast implant removal and replacement on (B)(6) 2022. The replacement devices were: (left) 600cc mentor memorygel breast implant catalog: 3506004bc lot: 9619698 sn: (B)(4) and (right) 600cc mentor memorygel breast implant catalog: 3506004bc lot: 9541253 sn: (B)(4). This medwatch form is for the left breast prosthesis.